Event description:
Customer sent scope for repair "with no complaint or issue provided other than a note of " asked but unknown", preparation for use. Device inspection found the device had no image. There was no patient involvement in this reported event.

Manufacturer narrative:
Follow up communication with the customer provided no further details regarding the scope . The subject device was received and evaluated. Device evaluation as noted in section b5, device was found with no image. In addition, the scope bending section a-rubber, a rubber glue and insertion tube noted to be non-olympus. Based on investigation results, the image issue was noted to be due to damage component failure and attributed to electronic component failure. Olympus will continue to monitor complaints for this device.